Event description:
During a robotic roux-en-y gastric bypass the endo stapler was used successfully several times. A new reload was put in the stapler and it would not fire. The surgeon continued with another instrument. No effect on patient.